Event description:
Event description guidant received information that this ventricular lead has a possible fracture. The impedance and sensing were fine but the thresholds had risen a little bit. The doctor looked at the x-ray and concluded that the lead might have been fractured. The problem with the lead happened when the patient lifted her arm above her head.